Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned with the device and the handle was not returned. It was also noted that the suture hole was in good condition and no damages were observed. The ligator head was returned with two bands attached to it and they were moved out from their position. The suture was in a good condition attached to ligator head. Further examination shows that the ligator head teeth was damaged. No other problems were noted with the device. The visual assessment noted that the bands were moved from their position. This indicates that the bands were unable to be deployed and this could be related to the ligator head teeth being damaged/bent. This observed damage could be caused by user manipulation and/or some extra tension applied to the whole device, and once the tooth was damaged/bent the suture thread could have experienced difficulties releasing the bands. Therefore, the most probable root cause of this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. No patient complications have reported as a result of this event. Investigation results revealed that the ligator head teeth was damaged and was returned with two bands attached, which were moved from their position; therefore, this is an MDR reportable event.